Manufacturer narrative:
No button error alarm noted during testing. Device passed displacement and self tests. No stuck buttons, multiple press issues or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that up and down arrow were unresponsive. Customer stated that up and down arrow does not allow to navigate the screen. Customer stated that they were able to press the buttons but the insulin pump did not respond right way and they need to press it hard or multiple times before getting response. Customer stated that it happens every time. The customer stated that the block mode was not active. The customer stated that buttons were not responsive after changing the battery. No harm requiring medical intervention was reported. The device will be returned for analysis.